Manufacturer narrative:
It was reported the on 02/26/2026, "a provider used the custom kit listed above, the medi-strip included in the pack was reported to have caused an allergic reaction with a patient. The provider used the 3m steri-strip (medline # - mmmr1547) to resolve care. Patient was prescribed steroids to treat the rash that developed from use of the medi-strip". The individual was "reported to be in stable condition". No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the on 02/26/2026, "a provider used the custom kit listed above, the medi-strip included in the pack was reported to have caused an allergic reaction with a patient".